Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the observation of premature battery depletion. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. A high current drain was noted to be present during the implant time, but this observation was not present during analysis. Although the surgical intervention performed to explant and replace the device was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was abnormal and device replacement was recommended. The device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery power consumption was abnormal and device replacement was recommended. The device was explanted, replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.